Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 44 mg/dl. The customer was treated with orange juice. Customer stated the device is not communicating with the transmitter. After the troubleshooting was done, customer found that the cannula is curve sharply in several sites.the customer was advised that sensor may not be working, dislodged, bent, retracted or damaged. The customer is changing her sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.